Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the or for normal device implant. An attempt to implant a new lead was unsuccessful due to curved tip of the lead. The lead was replaced. The patient tolerated procedure well.